Manufacturer narrative:
(B)(4): the customer reported that there was a failure to discharge 4 times during a pt resuscitation. They were able to deliver energy on the 5th attempt. The involved pt died. At this time, there has been no determination as to whether the device was a factor in the reported death of the pt. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that there was a failure to discharge 4 times during a pt resuscitation. They were able to deliver energy on the 5th attempt. The involved pt died.